Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's urinary symptoms hadn't improved since they were implanted on (B)(6) 2017. The manufacturer representative (rep) didn't go to the doctor's office to give instructions and hadn't called the patient. After reviewing how to use the patient programmer (pp), the patient was able to increase the stimulation and was going to see if that resolves the issue. There were no device issues or further complications reported. Additional information was received. Consumer reported patient never had therapeutic effect and that they had been going to the bathroom the same way as before they were implanted. A manufacturer representative came to the patient¿s house to ¿work it¿ and was not able to get it. Consumer reported when they looked at the patient¿s device it was only operational on 2 days since (B)(6). They put a piece of tape on the on/off buttons. The patient reportedly had long fingernails and had arthritis in their hand so it was almost impossible not to touch anything. After meeting with their physician on (B)(6) 2017, the patient started feeling an irritating sensation and noticed ¿a blister or something¿ over the incision. Consumer reported a poor communication screen as they were troubleshooting, but then were able to connect. Patient reportedly could not feel stimulation and asked if they should feel stim/¿burning¿ all the time. They could not feel stimulation at 2.1 v. No further complications anticipated.